Manufacturer narrative:
The device referenced in this report was returned to olympus and is pending evaluation. As part of our investigation into this report, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices and to provide reprocessing in-service if necessary. The exact cause of the reported event be conclusively determined at this time. If additional and significant information becomes available at a later time these reports will be supplemented.

Event description:
Olympus was informed that the device culture tested positive for viridans strephtococcus and gram negative cocci neiseria after it has been reprocessed in a non-olympus automated endoscope reprocessor (aer). There was no patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the site visit conducted by an olympus endoscopy support specialist (ess). The ess visited the facility on (B)(4) 2016 to observe their reprocessing practices. The ess noted that during pre-cleaning the elevator wire channel was not flushed with water. The ess reported that the device was being reprocessed in a medivator automated endoscope reprocessor using rapicide disinfectant solution. In addition, the ess demonstrated manual cleaning and precleaning steps for the tjf-160vf with the reprocessing staff. The tjf-160vf reprocessing instruction manual gives several warnings regarding elevator wire: "fill and attach the 5 ml syringe to the luer port of the washing tube and slowly flush the elevator wire channel with 15 ml of the water. Confirm that no air bubbles exit the distal end during the three flush. If air bubbles still exit, flush the channel with the water until no air bubbles exit. Someendoscope reprocessors are not designed to reprocess an elevator wire channel. When using one of these endoscope reprocessors, the elevator wire channel must be reprocessed manually. All channels of the endoscope, including the elevator wire channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators."